Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided. Office visit notes state the patient was experiencing pain secondary to severe allergy of the implant. A metal analysis report states that the patient is highly reactive to the implant materials, including nickel and chromium. The revision surgery is due to the patient's severe metal allergies.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a nickel allergy.